Event description:
The reporter stated that their customer is connecting 2 manifolds together and leaving for 72 hours. They are running a wide variety of drugs. When they disconnect the manifolds, the male luer locks break off. In one instance the pt's blood pressure dropped. Manifolds were replaced. There was no testing or treatment associated with this issue.